Manufacturer narrative:
The device was returned for investigation. Angiogram was submitted and reviewed by the investigation team. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right femoral artery. The patient incurred hypotension, hematocrit decreasing prior to closure; and a bmi of 45.21. At some time during the procedure, the patient received 3 units of blood, no further information was given. The IFU specifically indicates not to use manta if the patient has marked obesity with a bmi>40. Arteriotomy was noted as 7.6mm, no calcification or tortuosity, and a deployment depth measurement of 6.5 + 1. A central access was gained utilizing ultrasound and micropuncture. While advancing and withdrawing procedural sheaths a small hematoma formed medial to the procedural sheath prior to removing the sheath. During manta deployment, the proctor suggested to add 1cm to the depth deployment to account for the hematoma; the physician choose to add 0.5cm to the deployment depth measurement. Deployment was successful and hemostasis was immediate. Approximately three hours post procedure, the patient presented back in the operating room with a large hematoma. During cut down, the surgeon noted bleeding present around the manta device; however, a contralateral angiogram taken prior to the cut down did not indicate bleeding. The surgeon completed the cut down, and explanted the manta without incident, and the patient returned to the floor in stable condition. The root cause of the large hematoma requiring surgical intervention is likely due to trauma endured prior to deployment of manta and is not related to manta. As noted, the patient received 3 units of blood at some point during the initial procedure and a small hematoma not requiring medical intervention was noted prior to deployment which likely increased in volume post procedure. Hemostasis was immediately following manta closure, and a pre -surgical cut down angiogram indicated no bleeding present at the manta site. Precautions of bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: in the tavr procedure, the patient had issues during the procedure with hypotension and the hematocrit was decreasing prior to closure. At the end of the procedure before the procedural sheath was removed, there was a bit of a hematoma forming medial to the access site. The act at that time was 239. The teleflex clinical representative suggested to the physician to add 1cm to the depth of deployment for the forming hematoma. He made the decision to add a half of a cm to the depth of deployment. The manta deployment was successful and achieved immediate hemostasis. A few hours later, it was reported that the patient had a large hematoma and was being taken down to the or for a surgical cutdown. The physician stated there was bleeding around the deployed manta device. However prior the surgeon cut down; the angiogram that was taken from the contralateral side indicated that there was no extravasation seen. The physician performed the cut down procedure without incident, and the patient left the or stable. Additional information received on 08oct2021: during a tavr procedure, a single micro puncture access under ultrasound guidance was obtained in the central location of the right cfa. The right cfa vessel size was 7.6mm and had no calcification and no tortuosity. Manta depth was measured at 6.5cm + 1cm. During the tavr procedure, there was a small hematoma forming medial to the procedural sheath prior to pulling the sheath. Prior manta deployment, calcium chloride was given after the valve was deployed, act was between 239, and heparin was given intravenously. The patient received 3 units of prbc and had the manta explanted during the surgical cut down. The patient is in stable condition post procedure.